Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that, before use, the system 98xt alarmed "maintenance required code 2, 3." It was further reported that the end user attempted to run the unit for approximately two hours to retest it and the unit worked properly without any alarms. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported alarms. The fse attempted to verify the reported issue by retesting the unit and allowing the unit to run for approximately two hours. However, the unit worked properly and the unit did not show alarms. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.